Event description:
A 7fr sheath broke off while attempting to pull sheaths. We performed interventional radiology & fluoroscopy on the sheath - the sheath was visualized by ir. We located the tip. The sheath was snared and removed by ir.